Event description:
Pt presented with bleeding 21 days post somnoplasty turbinate procedure. Pt had somnoplasty to inferior turbinate in 2000. Bled heavily several times. Required packing 3 times. No device malfunction was noted. Pt has recovered. Event was not life threatening, nor has permanent impairment of a body function or permanent damage to a body structure occurred.